Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a paralyzed lung, a hemorrhage to the lung, and difficulty breathing/shortness of breath while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged a paralyzed lung, a hemorrhage to the lung, and difficulty breathing/shortness of breath while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: high pitched sound during therapy. One side of the blower box had most of the sound abatement foam missing. Black particles contamination on the underside of the blower box lid was consistent with degraded sound abatement foam. The top and bottom of the blower motor had pieces of degraded sound abatement foam stuck to it. Blower box had many pieces of the degraded sound abatement foam laying inside of it. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings: 0 errors logged. Pil was able to get care orchestrator information from device. Unknown dust-like contamination at the air inlet of the blower box. Dust-like contamination on rear panel. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that device , there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.